Event description:
Additional information was received which indicated the noise and oversensing on the ra lead also resulted in pacing inhibition. The patient didn't experienced asystole. Subsequently, a revision procedure was performed and the ra was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. After the lss noise and oversensing was observed which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed that this was the first out of range impedance measurement, and all other impedance measurements were stable around 400 ohms. Ts recommended isometric testing and reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.